Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 814-178t, 510k # k951164 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion and posterior spinal fusion at the thoracic spine to the iliac. During a revision to correct a migrated hook it was found that the connector was broken. The problem was corrected. No additional patient complications were reported.